Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming, and excessive no delivery tests. There was no excessive no delivery alarm on the device. The insulin pump was received with cracked reservoir tube lip and scratches on the lcd window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose levels and no delivery alarm. Customer's blood glucose level was 414 mg/dl. Troubleshooting for high blood glucose was performed. Customer felt nauseous and treated their high blood glucose levels with a manual injection. Troubleshooting for no delivery alarm was performed. Customer believed the insulin pump did not deliver insulin properly. Customer advised the no delivery alarm occurred during bolus delivery and continued to recur. Customer changed out their set multiple times but received the no delivery alarm multiple times. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.